Manufacturer narrative:
Concomitant medical products: 5568-53 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had lost weight and muscle causing the cardiac resynchronization therapy defibrillator (crt-d) to shift in the pocket and irritation to the patient. A pocket revision was performed and the device remains in use. No further patient complications have been reported as a result of this event.